Manufacturer narrative:
Device was received with critical pump error (open book image) alarm during testing due to moisture damage on electronic assembly. Unable to confirm unexpected battery power and low battery alert due to critical pump error (open book image) alarm. Device received with cracked battery tube thread and cracked case battery tube noted.

Event description:
Customer reported via phone call that the insulin pump replace battery now alarm. The customer¿s blood glucose level was unknown at the time of the incident. Customer state that did receive a low battery alert prior to the replace battery now alarm. The customer stated the new battery did not resolve the issue. The insulin pump will be returned for analysis.